Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received one inappropriate shock for the right ventricular (rv) lead oversensing t-waves. A new rv pace/sense lead was implanted and the rv lead defibrillation coil remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported the rv lead also had decreasing r-wave sensing.

Manufacturer narrative:
(B)(4).